Event description:
It was reported that prior to use foreign matter was discovered in the needle hub with a bd needle 18x1-1/2 rb. The following information was provided by the initial reporter: it was reported that foreign matter that looks like blood was discovered in the needle hub.

Manufacturer narrative:
H.6. Investigation: two (2) photos were provided by the customer for investigation. One (1) photo shows a needle hub assembly in a blister pack. There appear to be dark spots on or in the needle hub; however, based on the photo alone the spots cannot be identified. The second (2nd) photo shows the top web of a blister pack which provides the material number and description. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Without a physical sample to analyze the foreign matter (fm) that appears to be in the needle hub cannot be identified; therefore, potential root causes cannot be determined, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in the needle hub with a bd needle 18x1-1/2 rb. The following information was provided by the initial reporter: it was reported that foreign matter that looks like blood was discovered in the needle hub.